Event description:
It was reported that there was oversensing in the right atrial lead. The lead sensitivity was reprogrammed and the lead remains in use. It was also reported that the patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).